Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.a review of the device history record of the product code/lot# combination was conducted with no findings. Mw5090206.

Event description:
The user facility reported that the 8fr angio-seal device had an unknown issue in the package. The device was not used on a patient. Additional information was received on 12feb2020. The device was not used as it came out of the package kinked.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angio-seal sts plus was received for product evaluation. The kinked arteriotomy locator, carrier tube assembly, guidewire and hemostasis sheath were returned along with the header bag. Visual inspection revealed that there was a kink identified at the blood inlet hole of the arteriotomy locator. There were no signs of damage or deformation noticed on the returned carrier tube assembly, hemostasis sheath and guidewire. No other visual anomalies were noted. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.108" and which was within the specification of 0.106" +0.002/-0.001. All measurements were within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off-axis force to the arteriotomy locator has been known to cause the reported event.